Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found that the top cover and the front enclosures were damaged. The battery lock was also bent. The autopulse is a reusable device and was manufactured on 02/25/2009. The physical damage found during visual inspection can occur due to normal wear and tear and/or physical abuse and is not related to the reported complaint of the platform displaying user advisory (ua) 7. A review of the platform archive log showed multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages on (B)(6) 2015 but not on the reported event date of (B)(6) 2016. During functional testing the autopulse, the platform displayed ua 7 upon power-up. Further testing showed that both load cell modules 1 & 2 were defective causing the platform to display ua 7. In summary, the customer's reported complaint of autopulse displaying ua 7 was not confirmed during archive review and functional testing and was attributed to defective load cell modules 1 and 2. After replacing the load cell modules, the platform passed all final testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/07/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a routine shift check the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the error message. No patient was involved during this event. No additional information was provided.